Event description:
It was reported that the patient presented for a routine generator change. During the procedure on (B)(6) 2022, the right ventricular lead was found to have a can to lead abrasion resulting in deterioration of the insulation at the proximal portion of the lead. No electrical anomalies were noted. The lead was capped and replaced. The patient was stable throughout.